Event description:
It was reported that after three days, all four lamps on the pico pump light up and do not deliver negative pressure. The bandage is changed and the pump is restarted, but all four lights are still lit. Switch to new pico pump, which works as it should, and continue treatment. No harm or injury reported.

Manufacturer narrative:
H10, h3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found additional complaints for the product and failure mode reported in the last three years. The device was used for treatment. The device was returned and evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. This confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state due to a motor current error. The root cause was determined as a component failure. As the occurrence is within the acceptable range, no further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.